Event description:
It was reported that the warming device was overheating. Upon further inspection, it was found that there was an internal leak from the upper connector causing the periodic over temp alarm issues. Once the device sits for a while, it will start to work properly until the leak causes the over temp alarm issue again. This was noticed from day one of using the product and has been a continual issue. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found a cracked return tube. There was no evidence of the reported error in the event history log (ehl). The reported problem was not verified/duplicated. The investigation was not able to duplicate the overtemperature (unconfirmed). Could be intermittent due to cracked return tube which possibly caused leakage on the printed circuit board (pcb). The cause was traced to design issue/manufacturing. For corrective action, the cracked return tube was replaced. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. An internal CAPA and scar has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).